Manufacturer narrative:
I has requested the process details as well as hardcopies of the performed flow cyometric alalysis data. The clinimacs plus instrument itself was not sent back to miltenyi for further investigation. Results: two applicable root causes have been identified which either alone or in combination do explain the observed deteriorate product viability after the clinimacs cd34 separation.

Event description:
The customer performed a large scale clinimacs cd34 enrichment procedure with mobilized apheresis product consisting of 8.3x10e10 total wbcs. After the enrichment process, the target fraction was analyzed by flow cytometry and approx 38% of the cells had been found 7aad positive, i.e. Either apototic or dead. Process code: 510g0o00s8o02y0. This event occurred at: hamatology, oncology & immunology, baldinger str. (B)(4).